Event description:
It was reported that this right atrial (ra) lead oversensing that led to an inappropriate atrial tachy response (atr) event. Impedance measurements remain within normal limits. The lead remains in service. No adverse patient effects were reported.